Manufacturer narrative:
No product or images have been provided to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Add'l comments: per the attached caution, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." This statement in the event description "wire appeared to get up in the tissue. Physician withdrew needle/puncture wire, but guidewire got sheared in the needle" would tend to indicate that pt anatomy was the main contributing factor. We will continue to monitor for similar complaints.

Event description:
Micro-puncture wire used to gain venous access. Able to gain access to vein, hard time advancing it, ultrasound guidance showed wire still in vein, re-advanced wire, and wire appeared to get curled up in the tissue. Physician withdrew needle/puncture wire, but guidewire got sheared in the needle, leaving an approx 1 cm piece of very thin wire in the pt's subcutaneous tissue. Vascular surgery consulted, scrubbed in, determined after hemostat attempt for removal that wire was in too deep for retrieval. Vascular comfortable that wire fragment was in subcutaneous tissue, would not cause long-term sequelae. Pt is stable, no problems. Nothing in customer file that pt has had any add'l procedures or will. Physician stated, "not in circular system, so will not migrate."